Event description:
The manufacturer was notified on (B)(6) 2014 that a mitroflow valve model lxa size 23 was explanted in juvenile patient after 1.5 years due to a severe aortic stenosis. It was also notified that during the same surgery another mitroflow valve model lxa size 23 implanted in the pulmonary position was explanted due to regurgitation.

Manufacturer narrative:
The pathology analysis on the valve is still ongoing. No final evaluation can be drawn.